Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was admitted to a hospital because of several shocks by their device. The device was interrogated, but the transmissions were corrupted and were unable to be read. The physician elected to continue with their care without them. The patient was stable.